Manufacturer narrative:
Investigation including, root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported he had placed four sutures on the primary incision during a laser assisted cataract surgery. At the one day post operative visit, the incision was still leaking so a bandage contact lens was placed on the eye. In the surgeon's opinion, the corneal thermal burn was caused by the laser system. These reported issues subsequently have resolved, and the patient is doing well.